Event description:
It was reported that the right atrial lead exhibited intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 19.3 cm to 20.0 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device; which could the reported intermittent sensing.